Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead impedance measurements have experienced increases from the 600 to 1595 ohms. Oversensing noise was also observed on the ra channel. Boston scientific technical services (ts) was consulted and discussed that the noise may be related to the pacemaker sensing the minute ventilation signal. Ts suggested further evaluation of the other manufacturer's leads. It was noted that the patient also has true atrial flutter. At this time it is unknown if any further evaluation of the pacemaker and leads have occurred. The pacemaker and leads remain in service and no adverse patient effects were reported.